Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring 133 ohms. Additionally, the patient heard beeping tones however, this is expected as the shock impedance alert is programmed on. Technical services (ts) also noted that the pace/sense impedances have been rising as well. There were no events with observations of noise and no signs of lead impairment. Ts discussed possible causes and suggested to call the patient to find out more information. At this time, the lead remains in service. No adverse patient effects were reported.